Event description:
Report alleges in december, 1990, the plaintiff began to experience health problems, as listed, but not necessarily limited to the following: hardening and pain in the breasts themselves, pain in the joints particularly fingers, feet and left arm, chronic fatigue, excess bleeding on menstruation and in 1996 the plaintiff was diagnosed with arthritis.